Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacturer.

Event description:
Consumer reported that prior to use of an unspecified number of tampons, the string was missing. She did not use the tampons and she discarded them.